Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not feeling stimulation all that well on the right side. The caller mentioned that the patient had surgery and may have scar tissue and the patient was worried stimulation might send a jolt through them. There was no allegation that shocking actually occurred. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-06 from the health care professional (hcp) reporting that the patient¿s test trial was not helpful. Information regarding cause, device information, interventions, resolution, and patient weight were asked but not made available. No further complications were reported.